Event description:
A report was received that high impedances were observed on five contacts of the patient's lead during standard reprogramming. The physician believed that the leads had become loose from the ipg and decided to revise. The physician, during the revision, replaced the leads with new ones and the patient was reportedly doing well following the procedure.

Event description:
A report was received that high impedances were observed on five contacts of the patient's lead during standard reprogramming. The physician believed that the leads had become loose from the ipg and decided to revise. The physician, during the revision, replaced the leads with new ones and the patient was reportedly doing well following the procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-70, serial #: (B)(4); linear st lead with preloaded enhanced stylet - 70 cm model #: sc-1110-02, serial #: (B)(4). Precision implantable pulse generator (ipg) the explanted leads were not returned to bsn as they were discarded by the medical facility. A review of the manufacturing documentation of the explanted devices found that no anomalies or deviations potentially related to the event occurred during manufacturing.

Manufacturer narrative:
Additional information was received that prior to the explant of the leads the patient had reported inadequate coverage and that the stimulation was shutting off randomly. During the revision, the physician noted that the leads appeared to have slight fractures.